Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The patient is not suitable for surgery at this time and as such, the lead remains implanted and active.